Manufacturer narrative:
Date of event not reported, aware date was used as estimate. Device code changed to migration.

Event description:
It was reported that the patient experienced a cerebral vascular accident. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient. There were no reported complications. At an unknown date the patient presented to the hospital with aphasia. The patient received thrombolytics agents in the emergency department and their aphasia improved. The closure device was noted to be rotated on its axis without a seal. The patient experienced a cerebral vascular accident and is currently in the hospital being treated.

Manufacturer narrative:
Date of event not reported, aware date was used as estimate.

Event description:
It was reported that the patient experienced a cerebral vascular accident. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient. There were no reported complications. At an unknown date the patient presented to the hospital with aphasia. The patient received thrombolytics agents in the emergency department and their aphasia improved. The closure device was noted to be rotated on its axis without a seal. The patient experienced a cerebral vascular accident and is currently in the hospital being treated.